Event description:
Six months postoperatively, the pt presented with dyspnea and dizziness. The 2-d echo revealed aortic stenosis with 25 percent lv function. Under tee, there was no evidence of vegetations but it showed a poorly opening aortic valve with severe gradients and paravalvular leak. The pt was diagnosed with malaria and the valve will be explanted when the pt is free of the disease.